Event description:
It was reported that the ventilator had leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). The expiratory valve coil was found replaced. The part was not returned for investigation as it was disposed by the customer. The received ventilator logs confirmed the reported pre-use check failure at date of the event. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined.